Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that there was still no determination as to why the battery was taking longer to charge. The patient's weight was reported to be (B)(6) lbs. No further information was provided.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. The other implanted neurostimulator is addressed in MDR #3004209178-2017-15838. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2016 therapy turns off by itself randomly and the battery is empty when patient turns therapy back on. It was stated that they are now recharging twice daily as compared to once a day before, and that they charged for 3 hours with 8 coupling bars while only getting half of the implantable neurostimulator (ins) charged. They have not had any programming changes or more usage compared to 6 weeks prior to date notified when they were charging once daily, and impedances were within range. Additional information received from the patient on (B)(6) reiterated that they are charging to frequently, and that the ins on the right side is taking forever to charge, with the implant still shutting itself off. The patient confirmed through the manufacturer representative (rep) and healthcare provider (hcp) that it was an issue with the implantable neurostimulator recharger (insr) since it turned off and blinked, so a replacement insr was sent to the patient. Indication for implant is occipital neuralgia and spinal pain. Additional information received from the consumer on (B)(6) 2016 reported that it seemed to be helping. They were still observing how long the charge would last and was taking data on when it shuts off. Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the implantable neurostimulator (ins) was not folding a charge like it used to. The patient charged to (B)(4) in the morning and by the evening it was down to (B)(4). The caller stated that this change started in (B)(6) 2016. The caller was not sure how long the patient used to go before needing to charge. The patient had not had a programming change or an associated over-discharge event. The caller was going to call back once the implantable neurostimulator recharger (insr) was charged up so that the recharging statistics could be checked. There were no patient symptoms reported. No further complications were reported.